Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads have been detaching in the middle of brushing-oral-b rechargeable toothbrush handle [device breakage]. Case narrative: consumer reported via social media that brush heads have been detaching in the middle of brushing. No injury reported.